Event description:
The ankle clamp would not tighten even though it was locked down. The physician felt there was motion with the clamp. The clamp was successfully replaced at a later pt visit to the physician's office. The physician was satisfied with the tightening of the replacement clamp. Pt outcome: okay.